Event description:
It was reported that an occlusion alarm occurred which resulted in a blood glucose (bg) level of 22 mmol/l. Customer reverted to multiple daily injection (mdi) to resolve the bg. Customer declined troubleshooting and has remained on mdi.